Event description:
Customer reported low blood glucose symptoms with as result of 58 mg/dl obtained on the mobile system. He ate some sugar, and within 10 minutes tested 519 mg/dl on the mobile system. No adverse event related to the device was reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.